Event description:
It was reported that emergency services were called and the customer was taken to the emergency room due to an elevated blood glucose (bg) level. A specific bg value was not provided. Subsequently, the customer was admitted to the hospital. The customer was treated with intravenous saline and insulin, and was released from hospital on (B)(6) 2022 with no permanent damage and the issue resolved. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.